Manufacturer narrative:
Device evaluation: the device has not been returned for evaluation. The customer did not specify if this was the initial use of the device. Evaluation conclusions: a follow up report will be submitted when the evaluation has been completed.

Event description:
The customer reported that the stent was placed on (B)(6) 2011 for a post operative leak. The stent was placed into the stomach where it was exposed to gastric mucosa but did not migrate. There was a small amount of ingrowth visible associated with the loss of covering. The stent was removed without any complication. The proximal end of the stent was undamaged. No harm or injury was reported.